Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and frequent lower leg pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh, bso, and cystoscopy due to endometrial hyperplasia, menorrhagia, and anemia. It was reported that patient had bladder puncture complications. It was also reported that patient underwent mesh revision on (B)(6) 2009 due to mesh exposure with urethritis

Manufacturer narrative:
Date sent to the FDA: 10/07/2016. Additional information: age/date of birth, other relevant history.